Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient had experienced hematoma at lead site. The patient reported numbness from the chest down to the feet and could not move. The patient underwent surgical intervention on (B)(6) 2019 where lead was explanted. Patient¿s issue was resolved through product explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.